Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported low blood glucose and needs to be educated with regards to bolus wizard. Customer stated that she took he blood glucose and it was 309 mg/dl so she took 172 units of insulin and in a while it dropped down to 38 mg/dl. Customer stated that she was loosing 7 units of insulin an hour. Assisted the customer regarding bolus wizard. No further information provided.